Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report 1038671-2023-01813.

Manufacturer narrative:
Concomitant devices: 4539517 02-010-03-0250 - logic cr femoral cem, left, sz 5 5475591 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t 5623493 200-02-35 - three peg patella 35mm the device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 54 months after a left total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, pain, suffering, physical injury and bodily impairment, harm, mental and emotional distress. No further issues or complications were reported. No additional information is available.